Manufacturer narrative:
There are no known reported system issues that may have contributed to the discordant advia centaur xp hbct test results. No conclusion can be drawn.

Event description:
Non reactive advia centaur xp hbc total results were obtained by the customer when performing a method comparison with another hbc total method. The other manufacturer's hbc total assay is the customer's current method for reporting results. There was no known report of adverse health consequences due to the non reactive hbc total test results.